Event description:
Related manufacturer reference number: 2017865-2022-38856; related manufacturer reference number: 2017865-2022-38857; related manufacturer reference number: 2017865-2022-38858. It was reported that the patient presented in the emergency room due to pocket erosion and experiencing pain at the implanted device pocket site. The pacemaker, right atrial lead, right ventricular lead and left ventricular lead were explanted to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.